Event description:
Info received indicates the bed has no head or knee up function.

Manufacturer narrative:
The tech found that the head and knee up valves were not responding. The tech replaced the valves to repair the bed.